Manufacturer narrative:
Investigation summary: visual/microscopic evaluation: there was no perforation cut (score line) on the bottom web (film) approximately 2.50 inches long. Based on the evaluation of the submitted photo; the photos two and three displayed there was no perforation cut on the bottom web. Which is the same finding as that of the evaluation of the returned unit. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of package poor perforation/slit with lot #8250985 regarding item #381023. The lot number was built / packaged on afa line 12 from 09sept2018 through 12sept2018 for a quantity of 343,210 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. ¿ no qns were initiated on the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir investigation conclusion: received two unused iag bc 22ga units in sealed packages from catalog number 381023, lot number 8250985. Photo one displayed two iag bc 22ga package labels. Photo two displayed a closeup of the non-perforated area on the package label photo three displayed a closeup of the non-perforated area on the bottom web site (film) photo four displayed two iag bc unit in packaging. Root cause description: the defective perforation cut originated during the packaging process due to normal machine wear. (I.e. The knife or cylinder worn out). The squeezing knives roller is driven by the film transport chain beside a gear wheel; cylinders actuated by compressed air press the squeezing knives against the squeezing knife roller. At the point where the squeezing knives touch the knife roller; the packages are perforated and pushed apart. If the air is too low or the air cylinder/knife is not working properly, there will not be enough pressure for the knives to perforate the packages. Rationale: a formal corrective action will not be initiated at this time.

Event description:
It was reported that the packaging of one of the bd insyte¿ autoguard¿ bc shielded IV catheters was "torn" before use, compromising the product's sterility. The following information was provided by the initial reporter, translated from japanese to english: "the product didn't split apart from the perforation." "Bdj confirmed two pouches were not separated completely, and one of them was torn."